Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor within 10 mins. Results of 501 mg/dl and 119 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned but investigation results are pending. A f/u report will be submitted when investigation results are received. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.